Event description:
The customer reported that during a storm, telemetry patients stopped displaying waveform. Initially, it was reported that telemetry was showing squelch, however when tech support remotely connected all exhibit telemetry receivers (xtr) went offline. A field service engineer (fse) contacted the customer and advised the customer restart all xtrs, which did not resolve the outage. The telemetry patients were then discharged and readmitted, which ultimately resolved the issue. Cause of failure was not identified.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.